Event description:
Being sent to hospital, I received a mammogram and ultra sound using to the best of my ability to identify it, a semo advantage work station ge health care. The report put out by md, and her associates was that there were no abnormalities seen the mammogram or ultra sound. However, my condition is documented as two bleeding breasts, filmed, large lump in the left, felt and causing severe pain that generates now down my arm and chest as well as back. There are now 4 such statements each stating they are seeing no abnormalities on the machine. They deny any misdiagnosis and state the mammograms and u.s. Show a clear picture. My other documented conditions are a thickening around the nipple area by the skin, pain that causes me intense discomfort and shooting pains down in my arm. The right is also effected and carries the same symptoms though not as intense as the left. In 2006 the right was found to have a lump the doctors claim is no longer there, based on the film, however, those associated with me have been able to feel the lump. Dose or amount: 1; frequency: 1; route: other. Dates of use: 2008 - 2009. Diagnosis or reason for use: bleeding breasts. Event abated after use stopped or dose reduced? #1 and #2: no. Event reappeared after reintroduction? #1 and #2: yes.